Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bilateral lower quadrant abdominal pain') in a female patient who had essure (ess205) (batch no. 654831) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4, dyspareunia, menometrorrhagia, uterine fibroid, allergic reaction to analgesics, drug allergy and penicillin allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("I hurt more in my right hip"), abdominal distension ("bloating is horrible") and tooth disorder ("teeth problems") and was found to have weight increased ("weight gain 12-20 lbs in 3-5 months"). The patient was treated with surgery (performed: laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vitamin d deficiency, arthralgia, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, tooth disorder, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Discrepancy noted : insertion date as per mr is (B)(6) 2009. No. Of coils; left: 2 trailing coils right: 3 trailing coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain . Lot number: 654831 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bilateral lower quadrant abdominal pain') in a female patient who had essure (batch no. 654831) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4, dyspareunia, menometrorrhagia, uterine fibroid, allergic reaction to analgesics, drug allergy and penicillin allergy. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("I hurt more in my right hip"), abdominal distension ("bloating is horrible") and tooth disorder ("teeth problems") and was found to have weight increased ("weight gain 12-20 lbs in 3-5 months"). The patient was treated with surgery (performed: laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vitamin d deficiency, arthralgia, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, tooth disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Discrepancy noted : insertion date as per mr is (B)(6) 2009. No. Of coils; left: 2 trailing coils right: 3 trailing coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information , lot no, other relevant history ,auto-narrative supplement added. Event : "medical device removal" updated to " bilateral lower quadrant abdominal pain" and rcc was updated. On 12-apr-2021: mr received: medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('placed my coils and has now removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("I hurt more in my right hip"), abdominal distension ("bloating is horrible") and tooth disorder ("teeth problems") and was found to have weight increased ("weight gain 12-20 lbs in 3-5 months"). The patient was treated with surgery (total hysterectomy (except ovaries)). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, vitamin d deficiency, arthralgia, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, medical device removal, tooth disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- teeth problems. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('placed my coils and has now removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("I hurt more in my right hip") and abdominal distension ("bloating is horrible") and was found to have weight increased ("weight gain 12-20 lbs in 3-5 months"). The patient was treated with surgery (total hysterectomy (except ovaries)). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, vitamin d deficiency, arthralgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, medical device removal, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - weight gain 12-20 lbs in 3-5 months and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('placed my coils and has now removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("I hurt more in my right hip") and abdominal distension ("bloating is horrible") and was found to have weight increased ("weight gain 12-20 lbs in 3-5 months"). The patient was treated with surgery (total hysterectomy (except ovaries)). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, vitamin d deficiency, arthralgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, medical device removal, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('placed my coils and has now removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "more severely bent coil". The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain"), vitamin d deficiency ("vitamin d deficiency") and arthralgia ("I hurt more in my right hip"). The patient was treated with surgery (total hysterectomy (except ovaries)). Essure was removed in october 2015. At the time of the report, the medical device removal, vitamin d deficiency and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, medical device removal and vitamin d deficiency to be related to essure. The reporter commented: patient used essure for 8 years or so. As per social media content, patient being treated for "rls" throughout entire body. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3 and 4 process together. Social media received. Event added: right hip hurt, right lower back hurt, bent coil. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('placed my coils and has now removed them') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.